Event description:
It was reported that the nurse reports alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 38c, targeted temperature (tt) was 37c, water temperature (wt) was 26.9c, flow rate (fr) was 2.7lpm. Guided to diagnostics: system hours 2767, pump hours 438, chiller temperature (t4) was (chiller) 26.9c, mixing pump command (mpc) was 100 percent. Advised this device will need to go to biomed for repair. Per follow up information received via phone on 14may2026, transferred to the biomed. Spoke with biomed who stated they wanted to complete a pm on this device and required a quote for onsite vs depot assessment. No repairs made at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.